Event description:
Per the clinic, the patient experienced pain, drainage and a wound dehiscence, exposing the implant. The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with another cochlear device as of the date of this report.